Event description:
It was reported that during a generator exchange, the right ventricular (rv) lead connector pin was noted to be damaged, mobile, flexible, and able to be pulled. The lead was unable to be inserted into the replacement implantable cardioverter defibrillator (ICD). Additionally, the lead was unable to be securely connected via set screw to the replacement ICD. The rv lead displayed undefined high pacing impedance. The rv lead was capped and replaced. The replacement rv lead was unable to be inserted into the replacement ICD and resistance was felt within the port of the ICD. The tip of the lead connector did not protrude into the ICD connector or be screwed into the port. The replacement rv lead was connected to the previous ICD and no issues were noted, ruling out a lead issue. The replacement ICD was not implanted and another ICD was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.